Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was unknown. Customer declined to troubleshoot as he states problem is excessive and he read that this is a problem with this product. Customer was advised that insulin pump would be replaced. No further information provided.